Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an open reduction internal fixation (orif) of the right femur the driving cap/threaded for the femoral recon nail (frn) broke off in the radiolucent insertion handle while driving the nail down into the femoral shaft. The impactor that was used, broke off into the insertion handle. There was a five (5) minutes surgical delay. The procedure was successfully completed. There was no patient consequence reported. This report is for one (1) driving cap/threaded. This is report 1 of 2 for (B)(4).